Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that they were not in possession of the logs and will not be provided. The patient saw the nurse practitioner on (B)(6) and no impedances were noted. Patient achieving clinical success. No follow up at this time.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that starting in the last 2 weeks, they could feel the stimulation stop inside of their body, stating they thought the handheld equipment was acting crazy, turning their stimulator off. The patient noted that this had happened 4-5 times and they admitted that they have dropped their samsung handset twice but they did not have their communicator over their ins and they were not connected at the time. The patient said they knew when it was on they could feel stimulation and that sometimes they had to turn it down because it was too high. It was clarified with the patient that when they felt stimulation stop, they would use their controller and communicator and check and their stimulation would show that stimulation was off and that they needed to slide it over to on. Patient services worked with their equipment to do a check. The patient reported that their handset showed a triangle with a question mark and they were having a problem with it showing ¿google needs a password for google play services. Patient services conferenced on a mobility team member who was successful to guide the patient to resolve this by going to the hub application, syncing, following specific steps, and then powering down and back up. The patient reported that their stimulation was on, on program 3 at 4.4. Some general interstim education information was reviewed with the patient and that the manufacturer company wouldn¿t expect for the stimulation to turn itself off unexpectedly. The patient was redirected to have their device checked by their health care professional (hcp). The patient stated they had an appointment with their hcp next wednesday ((B)(6) 2021). It was noted that the patient confirmed their equipment was working as expected at the end of the call.